Manufacturer narrative:
The patient's veneers were recommended without incident. Since the product was not returned for evaluation, the retention samples were tested and found to have met usability specifications indicating that it performs as intended. Additionally, adhesive strength test was performed to verify material bonding property with very favorable results. This demonstrates that the product performed as intended.

Event description:
On november 27, 2007, a doctor reported that three of the six veneers placed using nexus 2 had fallen off.